Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported a rupture of the device discovered during explant. Explant surgery was planned for a lumpectomy. Patient medical history: device implanted in 2001 for breast augmentation related to breast hypoplasia on the right side. The side related to the device is unknown. No other medical history, no concomitant drug.

Manufacturer narrative:
Device evaluation: underweight, broken shell and others, white encapsulation, missing a piece of shell (0-25%), missing an orientation dot (75-100%), and fold creases. A microscopic analysis was performed which identified: a sharp broken with stress marks near of the broken site, this condition was called surgical impact, and a striated broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as surgical impact. A striated broken on radius assessed as surgical damage consist in the use of some surgical tool. - missing shell and an orientation dot assessed as inconclusive.

Event description:
Device has been explanted.